Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had absence of no delivery. Customer's blood glucose at time of incident was 120 mg/dl. The customer was advised to check status screen and removed the infusion set from the body. The customer was advised to program a 1.0 unit fixed prime until insulin is visible at end of the tubing. The customer was advised to monitor pump.